Event description:
The pt underwent a CABG with mitral valve inserted. After closing atrium, a tee was done on the check valve. A leak was noted. Surgeon attempted to suture leak area without success. Pt put back on pump, the valve was removed with a new mitral valve inserted.